Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was returned for evaluation. The customer's reported complaint was confirmed through logs, but was not replicated in house. The field replaceable unit (fru) was tested on the in-house system in normal mode where it triggered no error code. Failure analysis checked for any type of fluid intrusion, debris, or possible connection issues with the flat flex cable (ffc) throughout the insertion spar. No connection issues were found, however, corrosion was found around axes controller spar button 3 (acsb 3) printed circuit assembly (pca) under the tornado switch assembly only. As a precaution, the insertion searchlight (sl) pca with ffc will be replaced, as well as the axes controller spar (acs) pca. Verification of the event details was performed. Per review, the following was confirmed: a inguinal hernia - bilateral was performed on system sk4119 on (B)(6) 2022. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, arm 2 was disabled. The intuitive tech support engineer (tse) viewed the logs and noted several errors against the arm 2 insertion axis. Prior to calling in, the site attempted a hard reboot with no change. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.